Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd intima ii¿ IV catheter prn adapter was found with foreign matter as " the nurse found the color of the top of needle cover was yellow when opened the unit package." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The device history report for lot number 5140221 was reviewed, no related abnormalities were found. Material number 378688 for lot 5140221 was manufactured on june 20115. According to the sampling plan applied for product performance, this lot was accepted and released. The needle of the returned sample was noted as possessing a yellowish tint, which could not be removed. Investigators were unable to find a similar defect in the retention samples for this lot. Based on the original manufacture year of 2015 it is speculated that aging of the device may play a role if the environment was not suitable for the longevity of the unit. Investigation conclusion: the investigators were able to observe the reported failure mode in the sample provided. However, at this time a root cause cannot be finalized with the limited information.